Event description:
This supplemental report is being submitted to provide the manufacturer's completed investigation. The rental dreamstation auto CPAP device was returned to a service center. During the evaluation, error e004 was found in the device's event log, and the pca was replaced. In addition, the upper enclosure was replaced due to cosmetic damage, and the blower assembly was replaced due to contamination. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturer's completed investigation. The rental dreamstation auto CPAP device was returned to a service center. During the evaluation, error e004 was found in the device's event log, and the pca was replaced. In addition, the upper enclosure was replaced due to cosmetic damage, and the blower assembly was replaced due to contamination. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rental dreamstation auto CPAP device was being returned due to the user passing away. There is no allegation of malfunction, or that the device caused or contributed to the death. There were no reports of medical intervention. Additional information is being requested regarding the details of the reported death. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.